Event description:
Uterine manipulator was being used during an lbso [laparoscopic bilateral salpingo-oophorectomy], it was unknown at the time that the tip of the device had broken off into the patient. The patient called the ob clinic on [redacted] informing them something had been expelled from her vagina, of which appears to be the tip (2inch) of the zumi, where the cuff is inflated upon insertion into the cervix.